Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The devices were explanted but not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported right iliac limb and right common iliac arterty occlusion, left to right femoral-femoral bypass, aortic (main body including left iliac limb and proximal cuff) and left common iliac artery occlusion, conversion to open repair, bilateral femoral artery embolectomies immediately post explant/bypass surgery. The most likely cause of the inadequate stent graft patency was related to the pre-existing aortoiliac occlusive disease and the off label aortoiliac anatomy as well as cautionary product use condition of tortuous and occlusive access vessel morphology. There was intentional user error, this was a planned intervention of a non-aneurysmal aorta. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation. The device has been discarded at the hospital. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device discarded at the hospital.

Event description:
The patient was initially implanted with a bifurcated stent for aortic occlusive disease. It was reported at an unknown dated the right common iliac artery occluded and the physician elected to complete a fem-fem by pass to resolve the issue. On (B)(6) 2017 the patient was diagnosed with an occluded aorta. The physician elected to explant the devices and implanted a bypass graft to resolve the issue. On (B)(6) 2017 the bypass graft occluded in the left common iliac artery and the physician implanted a non-endologix iliac stent to resolve the issue. The patient is reported to be well post procedure. There have been no additional adverse events reported for this patient.